Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 37 mg/dl. The patient treated with orange juice and half of a peanut butter and jelly sandwich. The patient also had a blood glucose of 36 mg/dl at one point. The customer did not want to troubleshoot; she wanted to lie down. The insulin pump was not returned for analysis.